Event description:
During a lap. Adhesion procedure, the first firing went well. The device was reloaded. The device was fired halfway and locked out. When the surgeon opened the device, the reload cartridge fell into the abdomen. The staple line and cut line were incomplete at the distal end, but equal in length. Surgery was pro-longed for a period of time until the cartridge was found and retrieved. Another device was used to complete the case with no pt consequence.